Event description:
It was reported that the procedure was to treat a lesion located in the posterior descending artery that had moderate calcification. The balloon ruptured during predilatation of the lesion. There was no resistance reported during advancement of the balloon catheter to the lesion. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was further reported that the mini trek balloon was not submerged in saline prior to use. It should be noted that the mini trek instructions for use states in the preparation for use section: submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the device was not returned for analysis to determine the type of failure mode that would identify if the lack pre-soaking the coating could have contributed to the reported rupture.